Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection observed that the top case was cracked by the front left and right bottom corners. There was no visible contamination. During power up and infusion and occlusion testing, the reported issue could not be duplicated. The root cause of the issue could not determined. There was no external damage or contamination to interconnect board or speaker. Glue was intact on inter connect flex cable j9 connector. Replaced speaker as preventive measure. Power up process and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a primary audible alarm background test. No patient injury was reported.